Event description:
Occurred during the repair of a pelvic fracture as the orthopedic surgeon was tightening a screw against the iliac wing of the pelvis bone using a 4mm cannulated screwdriver. The larger surface tip fragment was retrieved; however, a small piece of the extension tip of the screw head fell deep into the surgical wound. Surgeon unable to retrieve and felt size and insert metal would not cause clinical problem. Risks of creating a larger opening at the wound site would cause increased bleeding and healing time outweighed benefit of removing fragment. The (B)(4) rep was made aware immediately and complaint filed.